Manufacturer narrative:
¿The following were returned for evaluation: one unused unit in a sealed package from catalog number 381112, lot number 6084421. One unused unit in an opened package and two unused units without packages from catalog number 381112, lot number 6111320. Nine unused representative samples in sealed packages from catalog number 381112, lot number 6111320. Photos of the reported device. A visually/microscopic inspection of the returned samples found silicone droplets on the catheter tubing on all of the returned units. The silicone is a medical grade silicone that the catheters are dipped in to aid in the ease of insertion and is not harmful to the patient. A review of the device history records for lot numbers 6111320 and 6084421 revealed no excess silicone in the tests carried out during the production. Additionally, there were no quality notifications for this reported defect. Conclusion: the root cause is excessive amount of silicone that is dispensed during siliconization of the catheter in the tipper machines. CAPA # (B)(4) has been created. It is believed that the amount of silicone that is visually observed as droplets on the catheter will be considerably reduced which may result in improvement in the visual aspect of the product to the customer.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6111320; medical device expiration date: 03/31/2021; device manufacture date: 05/06/2016; medical device lot #: 6084421; medical device expiration date: 03/31/2021; device manufacture date: 04/07/2016. (B)(4).

Event description:
It was reported that a clear lump of foreign matter was found on the catheter tip of a 24g x 0.75in (0.7 x 19 mm) angiocath before use. No injury or medical intervention.